Event description:
Patient presented to the hospital after receiving inappropriate shocks. Data revealed noise on the ventricular lead, which resulted in delivery of inappropriate shocks. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.